Event description:
It was reported that the patient was found in ventricular tachycardia / ventricular fibrillation and unresponsive by paramedics in home. High voltage external shocks were applied, and patient was admitted into the emergency room. The patient was unresponsive but paced with diaphragmatic stimulation. The pacer was found in back-up vvi, and when attempting to download a device image, the image was corrupted. The high voltage function of this device could not be verified. A device replacement was suggested, but due to patient condition, this is unlikely to happen. The device was restored with a download to allow for bradycardia pacing. This also resolved the diaphragmatic stimulation. It was also noted that the high voltage lead impedance and the atrial lead impedance dropped below acceptable levels.

Event description:
New information received states that the lead was explanted and replaced because the low coil impedance . There was an error message indicating that the high voltage therapy might not work. No further information was available.

Manufacturer narrative:
A complete lead was returned in two pieces. On the distal piece , multiple internal and external insulation abrasions breaching ring electrode / right ventricular and non-functional cables lumens were found on lead body insulation and under superior vena cava shock coil. The cause of the reported event was isolated to internal insulation abrasions breaching ring electrode / right ventricular cables lumen under superior vena cava shock coil in which three filars of superior vena cava shock coil were melted, one re/rv cable etfe coating was abraded and one re/rv cable was abraded through. Other damages found on these pieces were consistent with procedural damages.

Manufacturer narrative:
The awareness date should have been 01/09/2019 rather than 01/09/2018.

Manufacturer narrative:
Correction: (B)(4).

Event description:
New information received states that the patient experienced diaphragmatic stimulation when pacing. The right ventricular lead continued to exhibit low defib impedance. Lead revision was discussed. No intervention was performed. The patient was stable post event.